Manufacturer narrative:
H10: per additional information obtained, the subject device was reprocessed by machine before returning it to olympus, but it¿s unknown if the reprocessing steps at the material residue point were deviated from the instruction manual. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the auxiliary water channel could not be identified. The suggested event is preventable and detectable by handling the device in accordance with the following sections of the instructions for use: the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had black dots in the image. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign objects were found within the jet tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found foreign objects within the jet tube. The black dots in the image, probably broken fiber optics, was not confirmed during inspection. Additionally, the flexibility adjustment ring had a scratch, the switch box had a scratch, the air water cylinder had a scratch, the scope cylinder had no color, the plug unit had a scratch, the image guide protector was shaved, the plastic distal end cover had a scratch, the connecting tube was snaking, and the universal cord coating was peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.